Event description:
It was reported the patient's programmer displayed a low battery warning. Subsequently, the sjm representative met with the patient on (B)(6) 2013 and the impedance readings appeared to be within normal range. It was also reported on (B)(6) 2013, the patient's programmer again displayed the low battery warning. The patient met with the sjm representative on (B)(6) 2013 and the lowe battery warning was cleared.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.